Event description:
The customer reported erroneous low ckk serum patient result generated on the unicel dxc800p synchron chemistry analyzer. The result was noticed since it did not match the patient's delta check. The erroneous low results were not reported out of the laboratory; hence patient treatment was not impacted. Original result on a capped serum tube was 16 iu/l and the uncapped original serum tube rerun on their other instrument was 36 iu/l and was reported. Results were either low or out of the customer's reference range of 35-230 iu/l. The plasma tube result for the patient was 35 iu/l. Customer stated they have little control over blood draws for samples obtained outside of their facility. Fibrin has been noted in these serum blood tubes in the past but could not be confirmed for this sample. Quality control was run before and after the event and the controls were acceptable. The customer did not question other patient samples. The unit is currently performing within qc specifications with respect to controls (accuracy and reproducibility precision).

Manufacturer narrative:
Service was not requested. Failure mode is unknown. Service was not dispatched.